Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. It was also reported, there was an o-ring from a previous cartridge on the pneumatic tap. There was no adverse impact to the customer¿s blood glucose level. Replacement pump was sent to customer to resolve the issue.